Manufacturer narrative:
Additional information mdrs related to this report: 2029214-2017-00578. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Without return of the device we are unable to definitively determine the cause for the reported event. Citation: li you, et al. "Embolization of cavm with non adhesive embolic agent." Chin j nuerosurg. Vol 22; no 3; 2006.

Event description:
Medtronic received information through literature review that two microcatheters were entrapped and detained in two cases. The objective of this study was to study the feasibility and safety of embolization of cerebral arteriovenous malformations with non-adhesive liquid embolic agent-onyx. In this cohort there were 24 patients with 26 embolic procedures. Two catheters were mentioned in this article ((ultraflow and marathon), the model of the catheters entrapped are unknown.